Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and the patient experienced hypotension that required critical care unit (ccu) admission. A transseptal stick was completed and the octaray mapping catheter went into the left side of the heart. The patient became hypotensive. A transesophageal ultrasound (us) was performed and no issues were found. The patient received blood pressure medicine to help boost blood pressure. The case was cancelled and the patient was brought to ccu for monitoring. Further intervention was unknown. No ablations occurred. After the octaray mapping catheter was placed into the left atrium, the ablation catheter was prepped outside the body and would not flush. That catheter never went into the patient. The study was supposed to be an afib/aflutter/watchman study. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and the patient experienced hypotension that required critical care unit (ccu) admission. The device evaluation was completed on 28-mar-2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).